Event description:
Customer contacted (B)(6) customer service (phl) claiming use of wp-450 caused dental bridge to dislodge and a blister under the user's tongue. Customer rejects statement that flossers are not know to damage properly installed and sound oral prosthetics citing their dentist's claim "it should not have happened." Customer approximates bridge is 13 months old, and indicated dental cost as "(B)(6)." Customer has not provided documentation of service, collaborating with phl to refund purchase cost and return to ftc.